Event description:
Unit alleges patient hemolysis during dialysis. Director of nursing reports patient had poor subclavian access with inadequate blood flow. Two hours into dialysis patient complained of chest pain. Treated with ntg. Dialysis stopped; patient admitted to hospital with hemolysis. Stable post event.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.